Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 301073. Batch#: unknown. It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. The 3ml syringes in the trays have not had the volume markings on them. Not sure how many, but they said there are a few.